Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2011, due to infection. The femoral head and acetabular liner were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-01132 / 01133). Review of sterilization certification confirms device was sterilized in accordance with (B)(4).